Manufacturer narrative:
Device investigation: results: the 5maxace catheter is fractured approximately 1.2 cm from the hub underneath the hypo-tube. Conclusions: the complaint has been evaluated. The complaint indicates that upon removing the 5maxace catheter from its packaging, a break or crack was discovered at the hub. This was confirmed by the continuous leaking when flushing the catheter with saline. Evaluation of the returned device confirmed a fracture in the catheter approximately 1.2 cm from the hub. This damage was likely caused by improper handling of the device when attempting to remove it from the packaging hoop or during preparation for use. If the proximal end of the catheter is torqued or bent at an angle during removal from the packaging or handling during preparation for use, the catheter shaft may kink and fracture in this area. These devices are 100% visually inspected for damage during packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. During preparation for the procedure, the 5max ace reperfusion catheter was noted to have a break or crack at the hub upon removing from the package. The crack was confirmed by leaking of saline from the continuous flush system at the hub of the catheter. The physician used another 5max ace reperfusion catheter to complete the procedure. There were no issues with the new 5max ace reperfusion catheter and procedure went well.